Event description:
Caller reported a power source alert. There was no reported adverse impact to the customer's blood glucose level. After using the tandem charging cable and wall adaptor, the issue was resolved, and the pump began charging without requiring further assistance.